Manufacturer narrative:
The associated complaint device was returned and evaluated. Our investigation confirmed the coating failure. Also the as-received impactor showed a fracture at the bumpers that come into contact with the femoral component. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. No destructive testing was performed. The device was manufactured in 2008. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the dr. Was placing the implant and he took the mallet and hit the impactor 3-4 times and the lateral plastic broke off inside of the patient at the base. No injuries or delays reported. S+n backup device available.